Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the aorta, the staff found that the iab membrane did not deploy. As a result, the iab was removed and another iab was inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.